Event description:
During an atrial fibrillation (afib) procedure, it was reported the patient suffered a pericardial effusion. The physician noticed a slight patient blood pressure drop and confirmed the effusion on intracardiac echo. The ablation procedure was aborted and a pericardiocentesis was immediately performed. The patient's blood pressure was stabilized and patient was transferred to the ICU.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus not returned for investigation. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. Concomitant products used during the procedure: carto 3 system; model #: fg-5400-00m; serial #: (B)(4) stockert 70 system; model #: m-5463-01; serial #: (B)(4). Cool flow pump model #: m-5491-02 serial #: (B)(4). Pentaray nav catheter; model #: d128204; lot #: 15836396l. Webster cs catheter; model #: d135303; lot #: 15759439ma. Mobicath sheath model #: d140011 lot #: w2566667. (B)(4).